Event description:
It was reported that while using bd max¿ cdiff 4 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. "Pir3003158: several samples suspected of having a false positive result for clostridium difficile on bd max ct1009. The amplification curves are very atypical: the curve is irregular (not sigmoid), and the fluorescence is very low (between 100- 200), while the CT value is low (between 16 - 20 cycles). - series 2380: sample b11 (batch 1012616). - series 2373: samples a10 and a11 (lot 0338600). - series 2291: sample b11 (lot 0338600). Were the samples analyzed on the instrument patient samples? Yes. If they were patient samples, were incorrect results obtained or used? Yes incorrect results were obtained (the customer is complaining about false positive results), but hopefully the customer was aware of the issue (by looking at the pcr curves, whereas this should not be done. With our technique since our assay is validated without curves interpretation) and erroneous were not used. Any treatment provide to the patient based on the result? No. Was there any harm to the patient? No".

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results with the bd max cdiff (ref. (B)(4)) lots 1012616 and 0338600 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Review of the manufacturing records of bd max cdiff lots 1012616 and 0338600 indicated that lots were manufactured according to specifications and met performance requirements. Customer complained about suspected false positive results that display non sigmoïdal amplification curves. The suspected false positive results were obtained in three runs performed on instrument ct1009 (#2291, 2373 and 2380) and two other runs performed on instrument ct1025 (#3661 and 3679). Theses runs files were provided by the customer for investigation. Manual pcr curve adjudication was conducted across positive results in theses runs (ct1009: #2291/b11, #2373/a10 & a11, #2380/b11; ct1025: #3661/a6 and #3675/a5). Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. The pcr curve pattern of all 6 samples showed step dislocations in the raw pcr signal, resulting in positive results. It is unlikely that step dislocations are due to true amplifications. However, no root cause could be identified for both instruments. Bd instrument quality engineer confirmed the need to open an instrument service ticket to assess a potential issue with pumps 2 and 3 of instrument ct1009. Moreover, periodic signal in the curves was also found and drawer pressure check is also recommended on the instrument ct1009. These instrument issues might have played a role in the customer issue. There is no indication of an increase in complaints for discrepant results with the bd max cdiff lots 1012616 and 0338600. The root cause was not identified but instrument issues are suspected to contribute to the reported issue for one instrument and this information was transferred to the bd technical service for further investigation. The reagents are not suspected of being in cause. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1012616. Medical device expiration date: 2022-07-23. Device manufacture date: 2021-01-12. Medical device lot #: 0338600. Medical device expiration date: 2022-06-04. Device manufacture date: 2020-12-03.

Event description:
It was reported that while using bd max¿ cdiff 4 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. "Pir(B)(4): several samples suspected of having a false positive result for clostridium difficile on bd max ct1009. The amplification curves are very atypical: the curve is irregular (not sigmoid), and the fluorescence is very low (between 100- 200), while the CT value is low (between 16 - 20 cycles). Series 2380: sample b11 (batch 1012616). Series 2373: samples a10 and a11 (lot 0338600). Series 2291: sample b11 (lot 0338600). Were the samples analyzed on the instrument patient samples? Yes. If they were patient samples, were incorrect results obtained or used? Yes incorrect results were obtained (the customer is complaining about false positive results), but hopefully the customer was aware of the issue (by looking at the pcr curves, whereas this should not be done with our technique since our assay is validated without curves interpretation) and erroneous were not used. Any treatment provide to the patient based on the result? No. Was there any harm to the patient? No.